Event description:
It was reported that after switching to electrodermal activity (eda) and spinal with nrfit connection, there have been a few incidents during eda laying where the hoses have been connected incorrectly, which has resulted in occlusion and pump alarms. It was stated that on the previous hoses, it had been clearly marked which connection should go to which as they have been able to think "color to color" (red to blue) and as all connections are now yellow, it will result in errors. In addition, the hoses are very long, the ones they had before were 113 cm, now they are significantly longer, 223 cm. There was patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.